Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message after four days of sensor application and was unable to obtain readings. A blood glucose test of 11.2 mmol/l and a ketone level of 4.9 was obtained on an unknown device. As a result, the customer experienced hyperglycemic symptoms described as fatigue and was unable to self-treat, and was treated with insulin injection and by eating carbs by a hcp. The customer was diagnosed with ketoacidosis and covid-19. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and observed pen marks on the sensor plug and sensor. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. A watermark at the base of the tail was observed, this is an indication that the sensor was properly inserted. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message after four days of sensor application and was unable to obtain readings. A blood glucose test of 11.2 mmol/l and a ketone level of 4.9 was obtained on an unknown device. As a result, the customer experienced hyperglycemic symptoms described as fatigue and was unable to self-treat, and was treated with insulin injection and by eating carbs by a hcp. The customer was diagnosed with ketoacidosis and covid-19. There was no report of death or permanent impairment associated with this event.